Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2007. One day postopertively, the patient presented with stage 2 diffuse lamellar keratitis (dlk) in the left eye (os). The next day, a flap lift and rinse was performed and the patient was treated with topical steroids. The preoperative best corrected visual acuity (bcva) was 20/20. As of a month later, the postoperative uncorrected visual acuity was (ucva) 20/100. The patient has responded to treatment and the dlk has resolved. Best corrected vision is expected to be obtained at 2-3 months postoperative check up. Intralase will submit a follow up report if and when information is received. The association between the event and the device is unk.

Manufacturer narrative:
A distributor field service engineer (dfse) inspected the laser on behalf of intralase on january 10-11, 2007. Perventative maintenance was performed and the system met specifications upon departure of visit. Upon notification of this event, the dfse visited the site on february 01, 2007 and found the systerm met specififcations and performed as intended. An intralase clinical applications specialist (cas) and distributor representative had been in contact with the site since the report of this event obtaining patient status and performing an investigation. Investigation revealed endotoxins in the site's sterilizer is the probable root cause for the dlk. The site has since optimized their sterilization process. Microbiological testing was negative, therefore verified effectiveness of changes.